Event description:
(B)(4). In (B)(6) started having severe cramps, started passing golf ball sized blood clots, periods lasting for 2-3 weeks at a time. Then started having debilitating joint and muscle pain, as well as swollen joints, severe migraines, blurred vision, dental issues, unexplained congestive heart failure, memory loss, vertigo, problems thinking, led me to a diagnosis of fibromyalgia and possible rheumatoid arthritis.